Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis confirmed premature battery depletion. A device evaluation was performed, and no sources of high currents were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that a lithium cluster-induced short circuit caused premature battery depletion. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in (B)(6) of 2016.